Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that during their call today, the patient reported that their programmer was not working. They mentioned that they were experiencing severe itching at the incision site since the procedure, which lead them to scratch the area. They were concerned that this may have dislodged the wires, resulting that their therapy not working. The patient had attempted to power the device off and on, but the same error persists. They advised them to contact their clinician's office for further assistance. They had also notified their manufacturing representative (rep) that the device had lost connection with the external stimulator.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type screening device. Product ID: 306001, lot# unknown, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported a reaction to the adhesive. They also stated that there was "zero implanted equipment".